Event description:
During percutaneous transluminal coronary angioplasty, sheathed stent advanced and sheath retracted inpatient for deployment. Balloon inflated to 8 atm for 1 minute. Picture taken after balloon removed and no stent visualized. Stent found on balloon catheter proximal to the balloon.